Manufacturer narrative:
(B)(4). D10: item name#: g7 osseoti 4 hole shell 56mm f; item number#: 110010246; lot number#: 67536170. Item name#: g7 vit e neutral lnr 36mm f; item number#: 30103606; lot number#: 67652949. Item name#: tprlc xr mp t1 pps 14x113mm; item number#: 51-145140; lot number#: 7383661. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a hip revision due to dislocation. Revised cup, liner, and head. Attempts have been made and no further information has been provided.